Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that on or around (B)(6) 2019, the patient experienced a loss of stimulation. On (B)(6) 2019, the patient tried connecting to the ins, but was getting poor communication with both their programmer and their recharger. It was noted the patient had a CT scan on (B)(6) 2019 and an x-ray on (B)(6) 2019. It was unknown when the patient was last able to successfully recharge the ins. Troubleshooting included trying to reposition the antenna over the ins but that did not resolve the issue. The antenna locate (al) feature was then performed, and then the patient got a power on reset (por) and was able to recharge. It was reviewed that the ins was possibly in overdischarge, so they were redirected to the doctor to clear the por and determine if overdischarge did occur. Physician listings were sent to the caller because the patient did not have a doctor. No further complications were reported or anticipated.